Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger exhibited a flash memory failure at components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective flash memory.